Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: the plate is broken in two pieces. Marks and scratches are visible on the surface. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the breakage occurred at a screw hole. No fragments were generated from the broken device and there was no report of patient harm. The broken plate was removed and replaced with an unream humeral nail (uhn). The removal surgery was completed successfully.

Manufacturer narrative:
A product development investigation was performed for the subject device (4.5mm lcp(tm) straight recon plate 6 holes/113mm, part number 229.361, lot number 7966055). The subject device was returned with the complaint condition stating: investigation performed on the broken part# 229.361 / lot 7966055 / lcp recoplate 4.5/5 6ho l113 sst. All received seven various concomitant locking screws are intact and undamaged. Received condition: the plate is broken in half at the 3th proximal screw combination-bore. Furthermore the plate was bent in the middle at the side cut section approximately 30 degrees downward and approximately 15 degrees sideward. The existing two ways bending (and the breakage) does not coincide with the event description that the patient did not have extreme activity. Dimension: the dimensions of the broken lcp recoplate 4.5/5 6ho l113 sst were as far as possible checked and found to be in compliance with the valid technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of (B)(4)/ iso (B)(4). Conclusion: the DHR review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The lot in question was manufactured with a lot size of (B)(4) pieces in june 2012 and we are not aware of any quality issues or failures caused by a faulty product. The fracture surface is homogenous what indicates material conformity as well. We can only reasonably conclude that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to the failure of the implant. Neither a manufacturing nor a material related fault was detected. The root cause is not determinable. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to the failure of the implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Concomitant medical products: lockscr ø5 self-tap l30 (part# 213.330 / lot# 8675585 / quantity 2); lockscr ø5 self-tap l30 (part# 213.330 / lot# 8667271 / quantity 1); lockscr ø5 self-tap l32 (part# 213.332 / lot# 8546628 / quantity 1); lockscr ø5 self-tap l32 (part# 213.332 / lot# 9600672 / quantity 1); lockscr ø5 self-tap l32 (part# 214.830 / lot# 8906414 / quantity 1); lockscr ø5 self-tap l32 (part# 204.028 / lot# 8900494 / quantity 1). (B)(4): the complaint indicated that the plate broke post-op requiring additional surgical intervention. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the part: 229.361 / lot: 7966055; manufacturing location: (B)(4); manufacturing date: 29 june 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate broke post-operatively. After the surgery, the patient did not have any extreme activity as per the surgeons advise. The plate broke, while the patient was doing his paperwork. The implant date was on (B)(6) 2016 and the removal operation was done on (B)(6) 2016. This complaint involves 1 part. Concomitant medical products: lockscr ø5 self-tap l30 (part# 213.330 / lot# 8675585 / quantity 2); lockscr ø5 self-tap l30 (part# 213.330 / lot# 8667271 / quantity 1); lockscr ø5 self-tap l32 (part# 213.332 / lot# 8546628 / quantity 1); lockscr ø5 self-tap l32 (part# 213.332 / lot# 9600672 / quantity 1); lockscr ø5 self-tap l32 (part# 214.830 / lot# 8906414 / quantity 1); lockscr ø5 self-tap l32 (part# 204.028 / lot# 8900494 / quantity 1). This report is 1 of 1 for (B)(4).